Manufacturer narrative:
(B)(4). Batch # u5ea8f. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload (b) was received partially fired 1/16. Further analysis showed that the one-piece sled was noted to be not properly loaded. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. Due to the damage found on the reload, a possible cause for these conditions is due to improper handling. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the thoracic vats surgery, open the packing and noted that some sled fell off. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.